Event description:
While no device failure was reported, the pt exhibited clinical complications post procedure. The complications started and evolved to the discharged of the pt to a hospice center. Access arteries were borderline adequate size. A left side retroperitoneal cut down was used for access. Both femoral arteries were severely diseased and calcific. Surgeon was able to close the right common femoral artery, but on the left used the graft placed for access as a bypass graft to the left common femoral artery. Post-op, the pt creatinine elevated to 2.5, consistent with acute tubular necrosis. Pt was persistently tachycardic and hyperdynamic. Colonoscopy showed extensive diverticulosis and ischemic colitis without evidence of necrosis. 1 week later the colonoscopy examination indicated significant improvement. Peripheral pulses were palpable although pt did develop dry gangrene of the distal half of the right great toe without infection. Pt developed extensive candida of the perineum. Diflucan treatment improved the condition. Pt also developed some breakdown button, which was treated agressively with local wound care and began to improve. The pt's tempo had defervesed, but pt respiked. Urinalysis showed gram-negative rods. Blood cultures were negative. A cat scan revealed bilateral pleural effusions with no infection site. Colon appeared to be normal except for diverticulosis. There was some fluid noted in and around the left iliac-femoral bypass graft in the groin without air or other evidence of infection. One month after surgery the pt had sudden onset of hypoxemia with increase in chronic tachycardia. Pt had another episode of increasing dyspnea and decreasing oxygen saturations approximately twenty four hrs later, attributed to congestive hearth failure. The pt respiked temperatures with marked increase in white blood count coincident with respiratory decline. Kub showed a nonspecific bowel gas pattern but no free air. A chest x-ray showed signs of congestive heart failure on the same day. The pt became less responsive. The temperature persisted and white count remained elevated without obvious source. A cat scan showed new findings of air and gas around the left iliac-femoral bypass graft. The pt developed spontaneous drainage of fecal material from the left groin; pt became hypotensive. Perforation of the sigmoid colon with infection of the iliac-femoral gore-tex graft and a colocutaneous fistula was present. Pt's condition, prognosis, and treatment options were carefully discussed with the pt's family. The family followed the pt's desire not to be reintubated and made a code c. The pt was given comfort measures. After discussing with the family the option of surgical therapy, the family declined treatment and requested to transfer the pt to a hospice. Pt was transferred and subsequently expired.